Event description:
Caller reported that pump became hot to touch, and this was the second occurrence of the issue. There was no adverse impact to the customer¿s blood glucose level. Customer continued using current pump as backup therapy while technical support arranged a replacement pump, instructed the customer on storage mode, and provided details for returning the problematic pump.